Manufacturer narrative:
Device manufacture date: monitor - 12/2007, battery pack - 07/2007, battery pack - 09/2007. Device evaluation summary: device evaluations of monitor, and battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connector misaligned. Both battery packs were functional. Then they were restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor and two replacement battery packs.

Event description:
A lifecor pt services rep (psr) contacted lifecor customer support to report that a monitor would not power up.